Event description:
It was reported that a small spring and a ball bearing fell out of the saw during a tkr. Nothing fell into the surgical site. The account had a back up on hand to complete the procedure with no delay. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the condition of the device was confirmed. There was a fracture in lever mount of the blade mount mechanism causing the lever to fall off. The blade mount base was replaced, the device was cleaned, lubed and adjusted and returned to the account.